Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they had some error messaged on the insulin pump that would not go away. The device would not turn on. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. They did not have a new battery to test at the time of the call. However, they had already tried a new battery and it had not worked in months. The device will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement tests or verify off no power, low battery, weak battery and battery out limit alarm or any alarm due to failed battery test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.